Manufacturer narrative:
The device was received in the not deployed state. The downloaded data showed a rotational sensor malfunction as a false open reading was observed. This caused first prime to end prematurely and prevented the needle mechanism from deploying by the end of second prime. The device was paired with a master pdm and a 5 unit bolus was delivered. The rerun reproduced the rotational sensor malfunction. Excess plastic was observed on the commutator cap. The excess plastic was removed and another 5 unit bolus was delivered. The second rerun did not reproduce the rotational sensor malfunction. The excess plastic on the commutator cap can be confirmed as the cause of the failure to deploy the needle mechanism.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had activated a pod the cannula had not deployed. The pod was not worn.